Event description:
Patient's mother called a left a message on the card tech phone line. A few hours after wearing the holter monitor, the holter displayed a error message of defective card. Holter was working when applied. I e- messaged ordering md to see if they want the holter repeated. Messaged the billers to not bill for the hook-up charge. Holter will be sent in for repair.